Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 271 mg/dl. The customer also stated that the pump was reset, but power error detected alarm occurred for the second time. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with unexpected battery power loss due to corroded electronic assembly. Pump received power error detected due to j6 connector resistance issue.